Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 4 cases of foreign matter contamination, and 23 cases of no label or missing label information which were noted prior to use. The following information was provided by the initial reporter: fm in gel x2. Defective marking x23. Embedded fm in shield x1. Embedded fm in tube x1.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, defective marking, embedded fm in shield and embedded fm in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, defective marking, embedded fm in shield and embedded fm in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 4 cases of foreign matter contamination, and 23 cases of no label or missing label information which were noted prior to use. The following information was provided by the initial reporter: fm in gel x2. Defective marking x23. Embedded fm in shield x1. Embedded fm in tube x1.